Manufacturer narrative:
(B)(4). A batch review of possibly associated lot numbers involved in this event will be performed. Should additional relevant information become available pertaining to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient was treated with ancef (dose, route and frequency not reported) and zosyn (dose, route and frequency not reported) for peritonitis. According to the peritoneal dialysis registered nurse (pdrn), the possible cause of peritonitis was a break in aseptic technique but could not be confirmed. However, the patient was still retrained on the proper aseptic techniques. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.